Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report #1525712-2013-05235 indicating that the manufacturer is unknown. The correct manufacturer is invacare taylor street.

Event description:
Provider states that the motor is leaking. (B)(4).